Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy the anesthesiologist was new to the hospital. The anesthesiologist did not read the preference card that stated to not place an esophageal temp probe. The probe was placed and then the device was placed. The device performed normally during the case. The second to last firing of the stapler the pa noticed a thicker spot on the staple line (like a lump). They fired the last staple load and when the anesthesiologist went to remove the device, but it pulled the new sleeve up with it towards the diaphragm. They stopped and determined that the temp probe was caught in the staple line and that the device was hung up on the probe. They were able to remove the device successfully and discarded the product. The surgeon had to open the staple line and remove the tip of the probe. The surgeon over-sewed the staple line and the patient is doing fine. The surgical time was delayed by more than 30 minutes.